Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment which delayed in starting the case and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a tube rotor and anode error. Review of the system log file showed that a x-ray generator errors which confirmed the tube rotor and anode problem. Upon inspection, fse determined that the tube cooler pump hose was leaking. The fse replaced the faulty cooling unit. After replacement of the cooling unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code, health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that there was a tube rotor and anode error. The issue was found during clinical use. No harm has been reported to philips.